Event description:
The dr used a pediatric garch clamp on the pt and was manipulating the compression/distraction unit to apply it to the fixator and clamp. The dr made mention that he found the compression/distraction module difficult to manipulate prior to application but used the device and was able to satisfactorily adjust the device. Approximately one week post op, the dr was unable to manipulate the compression/distraction module any further and chose to bring the pt into surgery and replace the module with one which was available in inventory.